Event description:
Information received indicates the right siderail will not latch.

Manufacturer narrative:
The technician found the screws holding the latch plate to the end tube were missing. The technician replaced the screws to repair the stretcher.